Event description:
Patient undergoing a left eye posterior vitrectomy. During the procedure, the ups box that the constellation machine was plugged into started suddenly to beat. The vitrectomy machine shutdown without any warning. The machine was immediately unplugged from the ups box and plugged the vitrectomy machine into the wall emergency plug. The md had to come out of the eye so we could re boot up the vitrectomy machine. The md was able to continue his surgery with the present vitrectomy machine. Nurse manager was notified. The machine was pulled out of service.